Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the weld. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between may 09, 2018 - may 10, 2018. The actual device was not available; however, a photograph of one of the samples was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed a fluid build up at the bottom weld of the bag. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. The other two devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.